Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v099767, implanted: (B)(6) 2008, product type: lead.

Event description:
The health care provider (hcp) reported that there were 2 episodes where the patient experienced a shocking sensation, beginning on (B)(6) 2016. For episode 1 the patient's phone was near their implant and for episode 2 they were leaning against the counter. The patient's electrode impedance was tested and pair 0 and 2 showed 70 ohms. The patient had not been seen in the hcp's office since 2012. The hcp reprogrammed around this and was not using pair 0 and 2. All other electrodes were within range, around 499 ohms. The patient did fall in their yard months ago, but did not land on their device. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.